Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted approximately eight (8) years, was explanted due to aortic stenosis secondary to calcification. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 19mm inspiris resilia aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Evaluation summary: customer reports of stenosis and calcification were confirmed through observed calcification. As received, a section of the valve was cut out between commissures 2 and 3. Cut out section of valve was not returned. X-ray demonstrated heavy calcification on leaflets 1 and 3. Extrinsic calcific deposits were observed on the outflow surface of leaflet 1. Calcification restricted mobility to leaflets 1 and 3 and likely contributed to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Leaflet 3 had two tears, approximately 2mm and 4mm, at the cusp area. Calcification was evident at the tears. Sewing ring was cut off and exposed the wireform around the inflow aspect of the valve. Cut off sewing ring was not returned. Wireform was also exposed on commissure 2. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately eight (8) years, was explanted due to aortic stenosis secondary to calcification. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 19mm inspiris resilia aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿.